Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that patient had shoulder surgery to repair a torn rotator cuff. They didn't understand the device and completely shut it off with a magnet. The consumer stated that they think they thought it was like a pacemaker. They wanted to make sure that didn't happen again with the nerve conduction test for an upcoming ulnar nerve surgery the patient was going to have. No further complications are anticipated at this time